Event description:
When the surgeon pulled both extensions from the pocket to the leads, the plastic stylet attached to the tunneling tool broke and was lodged in the neck of the patient. The surgeon had to make an 8cm incision to remove the broken piece and re-tunnel to connect the extensions to the leads. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Additional incision and second tunneling procedure.